Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus hmi results 1st sampling: non - conform. Sampling date: (B)(6) 2024. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end. Bacterial identification: escherichia coli; enterococcus faecalis/ faecium. Olympus hmi results 3rd sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: bacillus cereus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects were found in the air/water cylinder and tube, channel tube, and jet tube. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint related to contamination is cause traced to user, which indicates that the adverse event caused partially or wholly by the user of the device including sample handling. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested on december 18, 2024, positive for 4 colony forming units (cfus) of escherichia coli enterococcus faecalis/faecium. The device was tested again on may 23, 2025, and tested positive for more than 2 cfus of bacillus cereus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.